Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that more fluid infused than expected. No patient harm was reported. The nurse hung up a new IV bag of d5 ½ normal saline 1000 ml at 09:30 am. The infusion was set to infuse at 100 ml/hr. The user observed that the IV bag was empty at 11:20 am. Hospital biomed completed an investigation of the devices and found no issues with the pump module or the set.